Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-33, lot# v829876, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient had her implant revised three days ago because she had lost a lot of weight, so they moved it. It was noted that the patient was currently unable to adjust stimulation. After replacing the batteries in the patient programmer, the programmer displayed the "call your doctor" icon and a por (power on reset) condition. Additional information has been requested, and when received, a supplemental report will be submitted.

Event description:
Follow up information reported that the cause of the event was the malposition of the implantable neurostimulator (ins) which required a surgical revision on (B)(6) 2013. On (B)(6) 2013, the patient¿s ins required reprogramming after the repositioning procedure due to exposure to bovie electrocautery. The results of the reprogramming were reported as excellent. It was noted that the patient did require hospitalization for the event. The patient outcome was reported as no injury. Additional follow up from the patient confirmed that they received assistance from their physician on (B)(6) 2013 and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the programmer was showing the synchronize programmer and neurostimulator warning screen. It was reported that the patient did not know how to sync the programmer and the neurostimulator. The programmer turned off and the patient could not turn it back on. It was reported that replacing the batteries resolved the programmer issue. It was reported that the patient felt weird not feeling the stimulation. Additional information received reported that the event was due to implantable neurostimulator (ins) inversion (flipping). Additional information received reported that after the revision when the patient turned their device on they felt no function.